Event description:
Received info stating unit had a blank display while in pt use. Pt was not harmed or injured as a result of the event. Customer support engineer (cse) inspected the device and replaced the graphical user interface (gui).